Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26526. It was reported the patient's pns trial leads (off label use) that were implanted on (B)(6) 2015, had migrated out of the patient's body on (B)(6) 2015. The patient underwent surgical intervention to implant new trial leads on (B)(6) 2015 and the trial continued.